Event description:
The customer's mother reported via phone call that the customer had a delivery anomaly. Customer's blood glucose was 217 mg/dl. Customer's mother thinks there is an amount in the bolus history that he did not take. Customer's mother stated that the issue occurred twice. Customer changed his set yesterday. Customer's mother stated that the bolus history was incorrect. Customer's mother stated that the pump failed the displacement test. Customer's mother was advised that the pump will need to be replaced. Customer's mother was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed the functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. The insulin pump functioned properly. The pump was monitored and there were no unexpected boluses noted. However button press history file verifies that a 12 unit bolus was program med and delivered on 04/22/15 at 22:06:03 hours. The insulin pump was received with a minor scratched lcd window and a cracked reservoir tube lip.